Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the flex video scope was getting the same error message: scope not working; error 266. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5-the reported issue was not e266 but e216 and e226 (scope communication error) codes. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error and charged coupled device (ccd) tube cut and lifting. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
There is no e266 listed; however, there was e216 and e226 (scope communication error) codes.